Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the driveline could not be confirmed through this evaluation as the device remains in use and no photos of the driveline were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
E4: medwatch #(B)(4). No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported through the user facility report received on (B)(6)2025 that the patient arrived at the clinic on (B)(6)2024 with noted damage to driveline near patient. The driveline was repaired with silicon rescue tape. The event required intervention to prevent permanent impairment/damage. The device was not available for evaluation.